Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-04977. It was reported the patient experienced lower back pain due to one of the leads migrating to t11-t12 (confirmed via x-rays). Reprogramming was tried to no avail. As a result, surgical intervention may occur later to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-04977. Additional information received advised that the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy was restored post procedure.